Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 19-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and five years later she decided to remove essure inserts. Medical device removal is anticipated in the reference safety information for essure. In this case, the reason for removal is not clear. However, considering that essure removal was required, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained as contact details were not provided.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("she decided to remove essure") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required), fibromyalgia ("fibromyalgia pain") and fatigue ("the patient was tired"). The patient was treated with surgery. Essure was withdrawn. In 2016, the fibromyalgia had resolved. At the time of the report, the medical device removal and adenomyosis outcome was unknown and the fatigue was resolving. The reporter provided no causality assessment for medical device removal and adenomyosis with essure. The reporter considered fibromyalgia and fatigue to be related to essure. The reporter commented: the patient reported that the physician who diagnosed adenomyosis suspected adenomyosis to be related to essure insertion. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter did not wish any further contact with the company. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and five years later she decided to remove essure inserts. Medical device removal is anticipated in the reference safety information for essure. In this case, the reason for removal is not clear. However, considering that essure removal was required, a causal relationship with essure cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information cannot be obtained as contact details were not provided.